Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to a high blood glucose. The nurse reported the customer was admitted to the hospital and was off the insulin pump. The blood glucose value at the time of admission was 591 mg/dl. The nurse states the customer disconnected the insulin pump, got sleepy and wasn't checking his blood glucose levels that is why the customer had diabetes ketoacidosis. Per the nurse the customer will call back to perform troubleshooting prior to going back on the insulin pump. The insulin pump will not be returned for analysis.